Event description:
The customer reported that the system displayed a communication error and the system would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the 5v supply, reseated the power supply one output connector, erased the fluoro functions and generator interface boards flash, rebuilt the nodes and restored the calibration files. The system was tested and found to be working as intended and put back in service.